Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft broke. The physician selected a guidezilla¿ extention catheter for use in the right coronary artery (rca). During use, the guidezilla broke where the shaft is embedded into the polymer of the catheter. The procedure was not completed due to the shaft break. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed numerous shaft kinks and a complete separation at the collar/proximal shaft bond. The ptfe was completely pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. The physician selected a guidezilla¿ extension catheter for use in the right coronary artery (rca). During use, the guidezilla broke where the shaft is embedded into the polymer of the catheter. The procedure was not completed due to the shaft break. No patient complications were reported and the patient status was fine.